Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. The ins passed functional testing. An adapter and two known good extensions and leads were attached to the ins. The ins and electrodes of the lead were placed in 0.9% saline solution. Impedances were measured with a clinician programmer. Normal impedance was observed on every electrode pair.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received indicated the patient was in the hospital at the time of the initial report. It was unclear why the patient was in the hospital or how long they had been there.

Event description:
It was reported that after ¿loading¿ the implantable neurostimulator (ins), the patient had a headache ¿for a long time¿. When the ins was full, his tremor was worse. After a while, when the ins was ¿not so full¿, the tremor got better. Impedances testing showed an impedance of 120 ohms on electrode pair 4,5. All other electrode pairs had impedances within normal limits. The patient¿s ins was subsequently replaced with a different model ins and adaptor. Another recharger was reportedly used after the replacement, but the headache still persisted. Approximately a week after the replacement, it was noted that the symptoms resolved and the patient was ok.

Manufacturer narrative:
Concomitant: product ID 64002, product type adapter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.